Manufacturer narrative:
Patient identifier not provided. No sample was returned for analysis. During follow-up with hospital staff, it was learned that new surgical headlights were used. As new surgical lights were used, it may be possible that the symptoms may have been the result of excess heat generated and/or the vicinity of the light placed in proximity to the surgical area. The product instructions for use (IFU) states the drape should be applied without tension. The IFU also states the drape should be removed by gently peeling it back at a 180-degree angle from the skin. End of report.

Event description:
An operating room manager reported skin redness, blisters, burning, pain, and a skin tear on the bilateral chest wall of an infant. The 3m¿ ioban¿ 2 antimicrobial incise drape was on the skin for more than three hours. Wound care team intervention was required. Chlorhexidine gluconate was applied for surgical skin preparation. Dermabond® and mepilex® dressing were applied post-operatively.